Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, in (B)(6) 2016 was used a profemur broach handle (ref. Ppw38078) and was not possible to connect from the broach. After checking all the new porfemur broach handle, we observed that there are in palex 10 units that work not properly.